Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2012 with the following findings: the keypad was found to be intact. The keypad buttons were found to be responsive. The keypad cover was removed and no damage or contamination was found to the button key contacts. Unrelated to the complaint, moisture was noted in the battery compartment. The battery compartment was found to be leaking during a leak test. The battery compartment was also found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.